Event description:
A customer reported that the biometry probe presented different values than expected during an exam. The exam was completed with no delay. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and was unable to replicate the reported issue. The company rep completed calibration verification on the probe, and noted no issues. The company rep also checked system connections, calibrated the touchscreen, and checked the power supply. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).